Event description:
It was reported the top port where the leads plug into pacemaker has broken, leads will pull out now. It was also reported output connector needs to be replaced, does not lock into socket on flex tape. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis also found the upper and lower cases are broken and contaminated. Ring cover and both bail covers are broken. Battery contacts are compressed. Keyboard is out of electrical specification and it is scratched. (B)(4).